Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The patient stated this problem has been continuing for 2 months, and he was admitted to the hospital with ketoacidosis on (B)(6) 2022 and then once again. No information regarding treatment received or further details were provided.